Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:58:34. During night drain cycle one, the patient's ultrafiltration reading was 2829ml, indicating the home patient (hp) drained 2829ml more than their maximum programmed fill volume of 3000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill". This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the product family label will be conducted. Should additional relevant information become available, a supplemental report will be submitted.